Manufacturer narrative:
An event regarding alleged abnormal ion level involving an unknown implant securfit stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product is not identified properly. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as product is not identified properly. Complaint history review: not performed as product is not identified properly. Conclusions: the exact cause of the event could not be determined because product is not identified properly and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2009 the patient underwent right total hip arthroplasty. It is further alleged patient began experiencing persistent pain, discomfort in his right hip and elevated cobalt levels. Due to worsening pain, he underwent partial revision surgery on (B)(6) 2018 where allegedly the surgeon encountered fluid in the hip that demonstrated significant debris consistent with necrotic tissue from corrosion; black staining of the femoral head as well as on the neck of the femoral component; necrotic material around the periphery of the acetabulum. A trident x3 liner and biolox head were implanted.